Event description:
It was reported that while cleaning up after case, it was noted that the insertion handle tip was broken. The tip was retained in the trial.

Manufacturer narrative:
Method: device inspection and device history review. Results: the device was confirmed to have a fractured tip upon visual inspection. The tip of the handle was found in the returned trial. No relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. The returned device was approximately 3 years old at the time of the event. Conclusion: the plausible root causes of the reported event are fatigue from normal wear and cantilever overload.

Event description:
It was reported that while cleaning up after case, it was noted that the insertion handle tip was broken. The tip was retained in the trial.